Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via clinical request that the customer experienced severe hyperglycemia emergency medical assistance due to high blood glucose on (B)(6) 2020 with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as ketones. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed but the reporting party stated that the customer's blood glucose levels improved after an infusion set change, but there was no definitive evidence that the cannula was kinked and no occlusion alarms were received. The reporting party stated that safe basal may have contributed to the high. The insulin pump will not be returned for analysis.